Manufacturer narrative:
This report is submitted july 31, 2018.

Event description:
Per the clinic, the patient experienced persistent pain with device use. It has also been reported that the patient has developed necrosis around the coil and device extrusion resulting in the decision to explant the device on (B)(6) 2018. During this procedure the electrode array was left in the cochlea. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.